Event description:
On (B)(6) 2014 our firm received an email from a patient's (pt) parent stating that the pt developed a "huge ulcer on his cornea" while wearing an acuvue oasys contact lens (cl). The parent advised that the pt "has permanent issues with his eye and can never wear contacts again". The parent advised that the pt is receiving care every other day at an eye hospital. On (B)(6) 2014, a call was placed to the pt's ecp to obtain additional information regarding the event. On (B)(6) 2014, a call was received from the pt's parent and additional information was provided. The parent states that the pt woke at 2:00 am on (B)(6) 2014 complaining of pain, redness, swelling, blurry vision, and tearing in the od. The parent advised that the pt was taken to an emergency room where the pt received treatment. The parent also advised that the pt is currently being treated by a corneal specialist for the event. The parent advised that the pt was given a trail cl of oasys by the prescribing ecp. The parent advised that the pt had only worn the od trial cl for 3 days. The parent advised that the pt did not sleep in the lens and replaced his lenses every two weeks. The parent also advised that the pt used opti-free replenish to clean and disinfect the lenses. The parent advised that the pt had worn oasys lenses in the past without incident. The parent advised that the pt's treating eye care provider (ecp), obtaining a culture on the suspect cl and advised that the od corneal ulcer was infectious. The pt's parent advised that the pt was treated with vigamox and tobradex eye drops every hour for th first three days of treatment. The pt's parent also advised that the pt say the corneal specialist on (B)(6) 2014. The pt's parent advised that on that visit, the pt's treatment of vigamox and tobradex eye drops were changed to every hour during the day. The pt's parent stated that the ecp advised that the "vision in the pt's od may be impaired permanently and the pt may never be able to read again with his od." The pt's parent advised that the pt had a follow-up appointment on (B)(6) 2014 and stated that the would obtain the pt's medical records for evaluation. The pt's parent advised that the suspect od trial cl was discarded and the lot number was unk. On (B)(6) 2014, the pt's parent sent and email and advised that the pt "still has no vision, the ulcer is covering the pt's pupil. The doctors said most likely he will have to have laser surgery to correct his sight after the scarring it will leave." The pt's parent stated that the ecp advised not to release the pt's medical records.